Event description:
Initial result for a pt hcg was 5.47 miu/ml. When repeated, the result was <0.500 miu/ml. The incorrect result was not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepancy.